Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device/appeared lodged in the myometrium near the comua") in a 32-year-old female patient who had essure (batch no. 787229, 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin since 2015, estrogen nos, fexofenadine (allegra) since 2017, magnesium since 2017 and sertraline since 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced depression ("depression"), anxiety ("mental anguish") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she had total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-may-2011: bilateral occlusion. Batch number: 758631 man date: 2010/07 exp date: 2013/07. Batch number: 787229 man date: 2010/10 exp date: 2013/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device/appeared lodged in the myometrium near the comua") in a 32-year-old female patient who had essure (batch no. 787229, 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lyme disease. Concomitant products included biotin since 2015, estrogen nos, fexofenadine (allegra) since 2017, magnesium since 2017, medroxyprogesterone acetate (depo-provera) and sertraline since 2017. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, 4 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she had total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, menstrual disorder, menorrhagia, depression, anxiety, allergy to metals and dysmenorrhoea outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Batch number: 758631 man date: 2010/07 exp date: 2013/07. Batch number: 787229 man date: 2010/10 exp date: 2013/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: pfs received event " dysmenorrhea (cramping)' was added. Outcome of event " abnormal bleeding" was updated as recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device/appeared lodged in the myometrium near the comua/ migration of essure device-location of device:myometrium") in a 32-year-old female patient who had essure (batch no. 787229, 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lyme disease. Concomitant products included biotin since 2015, estrogen nos, fexofenadine hydrochloride (allegra) since 2017, magnesium since 2017, medroxyprogesterone acetate (depo-provera) and sertraline since 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she had total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, menstrual disorder, depression, anxiety, allergy to metals and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff experience complications at the time of your essure placement: left coil would not insert into tube. Doctor forced it in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: bilateral occlusion. Batch number: 758631, man date: 2010/07, exp date: 2013/07. Batch number: 787229, man date: 2010/10, exp date: 2013/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: plaintiff fact sheet received: event outcome of menorrhagia was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device/appeared lodged in the myometrium near the comua") in a 32-year-old female patient who had essure (batch no. 787229, 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin since 2015, estrogen nos, fexofenadine (allegra) since 2017, magnesium since 2017 and sertraline since 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced depression ("depression"), anxiety ("mental anguish") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she had total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: information from pfs and mr. New reporters added. Case medically confirmed. Patient¿s demographics added. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, nickel allergy, pelvic area pain, abdominal area pain, appeared lodged in the myometrium near the comua. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of the device/ appeared lodged in the myometrium near the comua/ migration of essure device-location of device: myometrium') in a 32-year-old female patient who had essure (batch no. 787229,758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lyme disease. Concomitant products included biotin since 2015, estrogen nos, fexofenadine hydrochloride (allegra) since 2017, magnesium since 2017, medroxyprogesterone acetate (depo-provera) and sertraline since 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she had total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, menstrual disorder, depression, anxiety, allergy to metals and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff experience complications at the time of your essure placement: left coil would not insert into tube. Doctor forced it in. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: bilateral occlusion. Batch number: 758631, man date: 2010/07, exp date: 2013/07. Batch number: 787229, man date: 2010/10, exp date: 2013/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received outcome of event " bleeding" was updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.